Manufacturer narrative:
(B)(4). The device was not available for evaluation. Improperly disconnecting is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. Users are instructed on the proper procedures to disconnect aseptically from the setup. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set) alarm occurred during drain four of five while using the homechoice device. The home patient (hp) stated they disconnected to use the restroom without using proper disconnect procedures and reconnected. The technical service representative assisted the caregiver in clearing the alarm. There was no serious injury or medical intervention in association with this event. No additional information is available.